Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and delivered inappropriate shocks. Noise was noted on stored electrograms and sensing integrity counter (sic) were noted. Tachy therapies were turned off and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.